Manufacturer narrative:
Concomitant medical products: addrl1, ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. The right atrial (ra) lead exhibited intermittent over-sensing on the electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.